Event description:
It was impossible to fill the pump with drug at the implant procedure. The pump was not implanted; another pump was used. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing site has been updated to 3004209178 for this event. Please note that the pump manufacturing information has been updated for this event. Analysis of the pump revealed no anomalies.